Event description:
Reporting status: serious injury -permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: guide wire tip separation. It was reported that the procedure was to stent the pda. One guide wire was placed in the pda and the pilot guide wire was placed in a totally occluded marginal. After implanting the stent, the pilot guide wire was removed at which time the tip was observed to be missing. It appeared that the guide wire tip was caught under the stent. There was no reported resistance. There was no attempt to retrieve the tip because it remained in a totally occluded vessel. There were no pt effects no add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The shaping ribbon was separated 2.5 mm proximal to the core. The shaping ribbon and core remained intact with each other. The tip coils were separated 1.5 cm distal to the center solder. The entire length of the returned tip coils were stretched. The distal portion of the separation was not returned. There was no other damage noted to the guide wire. Another company's catheter was returned. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned without any blood or contrast visible. Analysis confirmed the tip detachment at the shaping ribbon. The tip coils were stretched and separated. The distal portion of the tip, including the coils and tip ball were not returned. Sem analysis was performed and suggested that the shaping ribbon and coils may have been subjected to tensile overload which caused the tip to fail and detach. A guide wire being over pulled would require the tip to be trapped within the anatomy or another device in order to create this type of force. In this case, it was reported that after implanting the stent, "it appeared that the guide wire tip was caught under the stent". Any add'l attempts to retract the guide wire in this trapped state would exceed design limits and cause the separation. Per instructions for use, "use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries add'l pt risks, including the risk that the wire may become caught on the stent strut." Analysis of the guide wire also revealed that the core was tacked onto the remaining portion of the shaping ribbon and that the center solder was intact. These suggest that the tip was previously attached. Overall, based on the case description and analysis of the returned product, the separation and subsequent damage to the guide wire appear related to case circumstances, and there is no indication of a product deficiency. Product performance engineering will monitor the incident circumstances. To ensure damage to the tip does not occur in processing, all wires are subjected to a tip pull test to verify attachment to the wire. Additionally, quality control performs on line reliability testing to verify product quality. This MDR is considered closed by the product performance group.